Manufacturer narrative:
Nsk has not had an opportunity to review the handpiece at issue, which cannot be located at present. However, shortly prior to the incident, the handpiece was repaired by an unaffilitated third party repair shop over which nsk has no control (B) (4). The repair shop reports that nsk parts were used in the repair, but it is unable to provide any serial numbers for such parts and thus nsk is unable to confirm whether genuine parts were actually used. This repair shop is known to have used non-nsk parts in its repair work in the past. Thus, it is possible that a faulty repair or a repair using non-genuine nsk parts was the contributing factor to this incident. Nsk tests every cartridge (turbine) for bur retention before shipment, and has no reason to suspect that this particular unit was defective or had any flaw.

Event description:
A dental handpiece that had been recently repaired by a third party unaffiliated with the MFR did not retain a bur during a dental procedure, reportedly resulting in the patient swallowing and/or aspirating the bur.